Event description:
Reportedly, the valve was explanted after approximately a 10 month implant duration, due to aortic stenosis, aortic insufficiency, endocarditis, atrial fibrillation, hypertension, and valvular cardiomyopathy.